Event description:
It was reported the siderail was stuck in the lowest position. The complainant was not able to provide any information about patient involvement, delay in treatment, or adverse consequences; however, none were reported.